Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the right superficial femoral artery, during pre-dilatation the fox sv balloon ruptured at 6 atmospheres during the first inflation. The catheter and balloon were completely removed from the body without difficulty. There was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.